Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: there is a temporal relationship and possible causal relationship between pd therapy on the liberty cycler and the patient event of hyperkalemia and lactic acidosis with subsequent hospitalization. The patient was experiencing cycler issues for which a replacement was ordered, however, the replacement was never received. The patient chose not to complete manual exchanges during the time period of waiting for the replacement cycler which resulted in the hospitalization with hyperkalemia and lactic acidosis. This delay in treatment in combination with the patient non-compliance to manual treatment was the cause of the patient hospitalization for hyperkalemia and lactic acidosis. However, the patient was transitioned to crrt during the hospitalization and two days after went into cardiac arrest with subsequent death. The patient had pre-existing cardiac issues (unspecified). A dnr was in place and the patient expired. The cause of the cardiac arrest is unknown and it is unknown if the initial reason for hospitalization and the pre-existing cardiac issues contributed to the death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted technical support to report that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired during a hospitalization. Additional information was obtained through follow-up with the pdrn. Per the pdrn, the patient had been having issues with alarms on the liberty cycler and a replacement cycler was ordered, however, the patient¿s caregiver stated the replacement was never received as scheduled. The patient¿s caregiver stated the patient was subsequently hospitalized. The patient chose not to complete manual exchanges, during the days without the cycler. The patient was admitted with hyperkalemia and lactic acidosis (values unknown). A central venous line was placed and the patient received continuous renal replacement therapy during the hospitalization. Two days later the patient went into cardiac arrest. The patient had a do not resuscitate (dnr) order and the patient subsequently expired. No further hospital course is known. Per the pdrn, the patient had pre-existing cardiac issues (unspecified), however, the patient was not followed by a cardiologist or primary care physician.